Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's daughter reported that the patient had a rash on her back under the therapy electrode pads. The area was raw, open, bleeding, red, and itchy. The patient's primary doctor recommended that the patient remove the lifevest due to the rash. The patient's cardiologist prescribed an ointment, but use of the ointment made the rash worse. After feeling symptomatic, the patient put the lifevest back on, and was given two new prescription creams to use on the rash. Follow-up indicated that the rash had improved.